Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked reservoir tube lip and battery tube threads. The insulin pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they received a button error alarm. The customer's spouse reported that the buttons might have been pressed. The customer's spouse reported that the insulin pump was exposed to sweat. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's spouse stated that they treated the low blood glucose with food. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.